Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the clinical observation cannot be confirmed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to failing 21mm valve. The patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a unknown size transcatheter valve may have been implanted inside a disabled 21mm aortic valve via valve-in-valve procedure. Both devices remain implanted. The patient was transferred to the intensive care unit (ICU) in stable condition.